Event description:
The patient underwent a cardiac catheterization which revealed the need for a stent placement in the rca (right coronary artery). When the cardiologist began to deploy the 3.0 mm x 23 mm cordis, cyphyer sirolimus-eluting coronary stent, the stent stripped off the balloon. The stent was immediately retrieved from the superficial femoral artery through a contralateral sheath with a snare. The stent was retrieved intact. A new stent was subsequently deployed into the rca with success. The cardiologist noted that there was a lot of calcium build up in the vessel which may have been a contributing factor to the event.